Event description:
This event involved a patient of unknown age and gender with an unknown past medical history who experienced a high power event post heartware lvad implantation. Approximately ten and a half months after implantation, the patient's lvad demonstrated high power consumption. The surgeon is reported to have treated the patient by explanting the heartware lvad and exchanging it with another heartware lvad ((B)(4)).

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.

Manufacturer narrative:
Additional information has been received.